Event description:
It was reported that the patient presented via a remote merlin.net transmission. Review of the transmission revealed an alert for low atrial impedance. The patient was brought to the clinic for further assessment; the atrial lead impedance was in range. No intervention was performed. The patient was in good condition.